Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan on 10/28/04 and alleged that her meter would not power on. The patient stated that the last time she tested on her meter was in 2004, at 9:00 or 9:30 am. She contacted her medical professional for advice; no treatment was given. The patient was using the correct test strips, the batteries were correctly installed, and the battery contacts were in good condition. The power issue was not resolved with troubleshooting. Based on the information provided, there is an indication of a meter malfunction. However, there is no indication of the meter contributing to a serious injury. A replacement meter is being sent to the patient.